Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the connector to the ilet because the tubing was connected to the wrong end of the adaptor, resulting in disconnection from insulin and an elevated blood glucose that peaked at 200 mg/dl for about one hour; once the adaptor orientation was corrected, the supply change was completed and the connector attached. Symptoms included hyperglycemia without ketone testing, alerts for severe hyperglycemia, professional intervention, or need for assistance. Outcomes included transient elevated glucose without hospitalization or long-term effects. Investigation included customer interview and troubleshooting guidance during the call. Investigation of this case revealed user handling error related to connector/adaptor orientation that led to temporary interruption of insulin delivery, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.